Event description:
Complainant alleged that during a training session by facility staff, the device displayed a "defib fault 79" message. Complainant indicated that there was no pt involvement in the reported malfunction.